Event description:
It was reported that the autopulse nimh battery led illuminated orange and the autopulse charger indicated that battery was faulty. No additional information was provided. No adverse event was reported.

Manufacturer narrative:
Battery (s/n (B)(4)) was returned to zoll circulation on (B)(4) 2012 and analyzed. It was observed that the battery was not fully charged upon receipt at zoll. During testing, no faults were observed. The battery appeared to be properly maintained as it passed testing within the charger, and power testing. The probable cause for the reported orange led on the battery might be due to an uncharged/not fully charged battery. The reported problem of "autopulse charger showing a fault" with the returned battery was unable to be determined. No adverse event was reported.